Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a meal, with a fingerstick glucose value of 426 mg/dl, and troubleshooting and education were completed. Symptoms included high blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond guidance. Investigation included user coaching and device-use troubleshooting. Investigation of this case revealed no device malfunction or component failure identified from the information provided, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.